Manufacturer narrative:
B5: updated event description. Section h6 updated to reflect completion of investigation. The reported information indicates a potential device malfunction has occurred. Additional information was requested; however, the following information was not reported to gore: unique device identification, clinical images enabling direct assessment of product performance, or product. The available patient information did not add relevant information to further the device functionality investigation. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined. The vbx device endoprosthesis became dislodged as it was being advanced through the fenestration of a previously implanted device. Therefore, the root cause of the reported endoprosthesis dislodgement was related to the procedural conditions based on the information available. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Event description:
On (B)(6) 2025, the patient underwent an aortic repair where a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was implanted in the renal artery. While advancing the vbx device through a fenestration on a gore graft, the vbx endoprosthesis became dislodged from the balloon catheter. The physician used a cook 6f ansel introducer sheath and a cook rosen guidewire. No force was applied during advancement. The vbx endoprosthesis was subsequently ballooned in the renal artery without covering any major branch vessels. A second vbx device was implanted toward the ostium of the renal artery to extend the initial device that had dislodged. The physician did not attempt to reposition the first device. The procedure was completed successfully. The physician is unsure why this occurred.

Event description:
On (B)(6) 2025, the patient underwent an aortic repair where a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was implanted in the renal artery. When the physician was advanced the vbx device through a fenestration, the vbx endoprosthesis dislodged from the balloon catheter. The vbx endoprosthesis was then ballooned in the renal artery and a second vbx device was implanted towards the ostium renal artery to extend the one that dislodged.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.